Event description:
It was reported that the patient presented to the ER receiving numerous inappropriate shocks. The rv lead showed high impedance, no sensing, no capture, noise on egm, and a fracture confirmed by fluoro. The rv lead was capped and removed from service. No patient complications have been reported as a result of this event. The rv lead has since been extracted and returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned for analysis.

Event description:
It was reported that the patient presented to the ER receiving numerous inappropriate shocks. The rv lead showed high impedance, no sensing, no capture, noise on egm, and a fracture confirmed by fluoro. The rv lead was capped and removed from service. No patient complications have been reported as a result of this event.